Event description:
"The core lab sent notification of a significant finding for subject (B)(6) on 21nov2024 regarding a >5mm increase sac enlargement for 3-year CT imaging dated (B)(6) 2024 as compared to the 30-day imaging. The core lab's assessment reflected a maximum ~7.7mm increase. Pending site details. 01" patient outcome: "pending site details."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-.device 2 is being reported under MDR-2247858-2024-00325, and device 3 is being reported under MDR-2247858-2024-00326. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00324, device 2 is being reported under MDR-2247858-2024-00325, and device 3 is being reported under MDR-2247858-2024-00326. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"The core lab sent notification of a significant finding for subject (B)(6) on (B)(6)2024 regarding a >5mm increase sac enlargement for 3-year CT imaging dated (B)(6)2024 as compared to the 30-day imaging. The core lab's assessment reflected a maximum ~7.7mm increase. Update 30dec2024: on (B)(6)2024, the subject's 3-year follow-up confirmed the CT results of no endoleak and stable sac size. On (B)(6)2024, the pi re-reviewed the imaging compared to 30-day due to the core lab's >5mm increase assessment and stated "the measurements are based on axial images. Sac growth is no more than 2-3mm (2022 vs 2024)", therefore his initial assessment remains accurate that there is no adverse event to report at this time." Patient outcome: "update 30dec2024: per the 3-year follow-up, subject to follow-up with vascular surgery in one year."